Event description:
The customer reported that the agilia infusion pump has a constant alarm-with no display. There were no adverse reactions reported during the use of the device. The device was available to be returned for further evaluation. The device was returned for evaluation and confirmed customer reported problem of alarm with no display. A review of the downloaded device history log found error 43 (lcd failure communication), error 44 (lcd driver failure), and 45 (defective lcd voltage). The lcd pcb was replaced to resolve the errors found in the event log. Further investigation found high pressure reading during testing. The device was recalibrated and the readings are within range. After repair, the device was found to meet specification.